Manufacturer narrative:
Evaluation found that when weight is on the exit alarm mat, the alarm does not always sound. The alarm does not sound when weight is off the exit alarm mat or when the mat is unplugged from the alarm. No physical damage observed to the floor sensor mat. (B)(4).

Event description:
The customer reported that when the pt steps on the floor mat, the alarm does not sound but when there is no weight on the floor mat, the alarm sounds continuously. The customer reported this was discovered during use but didn't provide a date when found. No pt incident or injury was reported.